Manufacturer narrative:
(B)(4). The device was manufactured between february 8, 2013 and february 12, 2013. The device was returned for evaluation. Visual inspection of the device identified a leak at the solvent bonded junction of the tubing and the multirate control module. Microscopic inspection found uneven distribution of solvent on the tubing. This confirmed the reported condition. The cause was determined to be an uneven distribution of solvent on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mult-rate infusor leaked from an unknown location. This occurred while the device was being filled. There was no patient involvement. No additional information is available.